Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, omsc found that more than 7 years had passed from the subject device had been manufactured. From the above, there was the possibility that the reported phenomenon was attributed to the following causes. Because it was repeatedly long-term use, the pin of the video connector socket was worn and electrical contacts was corrosion. Foreign matter was adhered at electrical contacts. Board was malfunctioned since it was aging deterioration.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation.the exact cause of the reported event could not be conclusively determined at this time.if additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during unspecified timing, the endoscopic image of the subject device sometimes disappeared. Olympus service operation repair center (sorc) checked the subject device and found that the reported phenomenon could not duplicated. There was no report of patient injury associated with the event.